Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller stated that there are signs of burning on the connector pins of the inform meter. Caller stated the 4th and 5th pin from the right look burnt and 2 pins to the far left look burnt. No adverse event reported. Requested return of suspect device and replacement was sent.